Event description:
Stent could not be deployed and had to be pulled back. The surgeon assumes that the stent got stuck with the stent delivery sheath.

Manufacturer narrative:
Evaluation summary: the delivery device was received with half of the handle missing. The hypo tube is extending out of the back of the handle and is bent at about a 90' angle. The hypo tube is extending out of the back of the handle 7.9". There is a small section of the stent exposed at the tip, and the stent appears to have been cut at an angle, with a section missing. The introducer is attached to the catheter and is partially over the tip area. The hypo tube may have extended out of the back of the handle when half of the handle was removed. When the two half's of handle are not together the hypo tube will push out the back instead of the stent being exposed. There is no indication of accordion of the sheath. This condition may have occurred due to a high deployment force, but due to the condition of the returned device it is not possible to determine. Device return. See evaluation summary.